Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer e-mail stated 2 tampons looked like they were coming apart with the cotton coming out while removing them after use. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Consumer e-mail stated 2 tampons looked like they were coming apart with the cotton coming out while removing them after use. No injury was reported.